Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc wing catheter tip is not beveled/is coming apart. The following information was provided by the initial reporter: nurses are also noting that the sheath does not appear to be beveled causing difficulty in advancing the catheter into the vein we have a major safety concern if this sheath becomes detached while in the patient. So far this has only occurred before placing the IV so staff just grab a new one, but if this happens while inside a patient it may require a procedure to properly remove it sounds like the sheath is failing and pulling apart when removing the cap.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4091434. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
Event date has been corrected to be "unknown".